Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they hadn't noticed any improvement yet and did make an increase. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An additional call from the consumer reported that the patient was having a lot of problems with fecal incontinence. The caller indicated that the patient met with a manufacturer representative (rep) and their healthcare provider (hcp) the day prior to the call and the patient thought that the rep had changed their program. According to the caller the patient had been advised to wait 7-10 days , but the patient could not tolerate waiting that long and wanted to adjust it at the time of the call as they were having a lot of problems with incontinence the day of the call. Initially, the caller encountered poor communication, however this was resolved during the call and stimulation was confirmed to be turned on and set to 2.5 on program 1. The caller indicated that they were feeling a fluttering, but then indicated that they were not feeling anything and that they never feel anything. The patient was assisted with increasing stimulation to 4.5 on program 1. The patient was advised to follow-up with their healthcare provider (hcp) if their symptoms did not resolve. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported the cause was not known and they were going to set up an appointment with their physician. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was experiencing incontinence. The patient programmer had a blank screen at the beginning of troub leshooting, however after the patient changed the batteries, it powered up. Patient was on program 1 at 6.0, but when they attempted to view other programs they were unable to do so. Patient reported feeling stimulation in the correct area. Caller was redirected to their healthcare provider to schedule reprogramming and have the ins checked. Patient was instructed to track symptoms after making adjustment. Patient described a sudden change in incontinence, stating the day prior to the report their incontinence had gotten worse. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient was having a lot of problems with fecal incontinence and did not understand why it was not working. Patient stated someone previously showed up at their doctor's office and changed to program 2 before. Patient mentioned they had tried program 1 and program 2 before so they would like to try program 3. Patient changed from 7.5v on program 2 to 0.0 on program 3 and increased to 3.0. Patient stated they felt stimulation strongly but comfortable, but then stated at the end of the report that they no longer felt stimulation. No further complications were reported.